Manufacturer narrative:
The reagent lot number is 774930. The expiration date was not provided. The field service engineer (fse) performed adjustments on the bead mixer, checked the rinsing station, and cleaned the sample probe. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient on a cobas e 411 immunoassay analyzer. On (B)(6) 2024, the initial hcg result from a 1:100 dilution of the sample was 14825 miu/ml with flag. The doctor questioned the initial result which prompted the customer to repeat the sample. The sample was repeated and the result was 5116 miu/ml with flag. On (B)(6) 2024, a new sample was collected and the hcg result from a 1:100 dilution of the sample was 14330 miu/ml with flag. The sample was repeated the next day and the result was >10000 miu/ml with flag with no sample dilution. The results that were considered correct were the results in the 14k range as they aligned with the patient's medical history.